Event description:
It was reported that a patient using the ilet experienced hypoglycemia to 40 mg/dl after a meal and had recently taken an external subcutaneous insulin injection of 5 units for hyperglycemia without disconnecting the ilet, which could interfere with automated insulin dosing. Symptoms included hypoglycemia. Outcomes included recovery after oral glucose treatment and education on appropriate treatment of hypoglycemia. Investigation included complaint review, clinical assessment, and user education. Investigation of this case revealed user handling contributed to the event, including external insulin administration without disconnecting the ilet for the recommended period and overtreatment of lows during the same period. It was concluded that the device functioned as designed and did not malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.